Event description:
Clinical study. It was reported that 143 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 20mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.50x24mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. At 143 days after the initial procedure, the patient required a tvr. The physician successfully placed a taxus liberte' stent in the proximal right coronary artery. There was no reported restenosis of the liberte' stent and in the opinion of the physician, the relationship of the tvr to the liberte' stent is unrelated. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties exerienced with this complaint incident.